Event description:
During an atrial fibrillation ablation procedure, a faradrive steerable sheath clear was selected for use. After completing the farawave ablations, mapping was performed using a non boston scientific catheter. Air bubbles were first observed during aspiration when the non-boston scientific radiofrequency catheter was introduced. The air was seen entraining into the purge line, specifically in the flushing line, not in the shaft of the sheath or in the patient. The guidewire had been properly retracted inside the farawave catheter during insertion into the faradrive valve. The physician noted that constant irrigation was not maintained through the faradrive sheath to minimize the risk of accidental air entry. Despite this precaution, air bubbles were detected only in the flushing line. The sheath was replaced. The procedure was then completed successfully without any complications for the patient. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
During an atrial fibrillation ablation procedure, a faradrive steerable sheath clear was selected for use. After completing the farawave ablations, mapping was performed using a non boston scientific catheter. Air bubbles were first observed during aspiration when the non boston scientific radiofrequency catheter was introduced. The air was seen entraining into the purge line, specifically in the flushing line, not in the shaft of the sheath or in the patient. The guidewire had been properly retracted inside the farawave catheter during insertion into the faradrive valve. The physician noted that constant irrigation was not maintained through the faradrive sheath to minimize the risk of accidental air entry. Despite this precaution, air bubbles were detected only in the flushing line. The sheath was replaced. The procedure was then completed successfully without any complications for the patient. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of the returned sheath found the external and internal valves were both torn by their center slit, which can compromise the valves ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. The cause traced to device design conclusion code was assigned to the allegations of visible air/bubbles.